Event description:
It was reported that the device was at elective replacement indicator and had premature battery depletion. It was also noted that the patient was experiencing a shortness of breath. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we received performance data collected from the device and have analyzed the data. The elective replacement indicator (eri) was due to high battery impedance logged on 24 jun 2011 prior to explant. The (B)(4) version 8 was installed 23 mar 2011. The device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.